Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery in which a double cuff device was implanted due to a system leak. No further information was provided. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Date of event: unknown, used first day of the aware month. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.